Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion sets leakage events on 22-apr-2025 at connector hub site. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.